Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 25.2cm distal from the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.